Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a filter leaked tpn. The product was used for an infusion of tpn at 13ml/hour. New tubing and a filter were hung on (B)(6) 2018 and then again on (B)(6) 2018. The leak occurred at the small circle in the disc area of the filter. Lipids were ordered at 1.8ml/hour, but were not infused through the set that leaked. The patient was not on other IV medications. There was no patient harm.

Manufacturer narrative:
Concomitant medical product: 5 fr umbilical venous catheter. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a filter leaked tpn. The product was used for an infusion of tpn at 13ml/hour. New tubing and a filter were hung on (B)(6) 2018 and on (B)(6) 2018. The leak occurred at the small circle in the disc area of the filter. Lipids were ordered at 1.8ml/hour, but were not infused through the set that leaked. The patient was not on other IV medications. There was no patient harm.

Event description:
The customer reported a filter leaked tpn. The product was used for an infusion of tpn at 13ml/hour. New tubing and a filter were hung on (B)(6) 2018 and then again on (B)(6) 2018. The leak occurred at the small circle in the disc area of the filter. Lipids were ordered at 1.8ml/hour, but were not infused through the set that leaked. The patient was not on other IV medications. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. During visual inspection clear liquid was observed in the tubing and filter. During functional testing leaking from the filter vent was observed. The root cause of the filter vent leak was identified as the fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure, at which time the fluid seeks the path of least resistance through the filter vent.